Manufacturer narrative:
(B)(4). Per field service representative (fsr), customer declined repair as they do not use the sensor.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the red level alarm sensor constantly alarmed and did not reset. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.